Event description:
It was reported that there was foreign material present on the device. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy xd drug-eluting stent was advanced to the distal mid-portion of the rca. The physician then overlapped that stent proximally with a 3.50 x 48mm synergy xd drug-eluting stent. The stents were deployed and the vessel was treated successfully; however, it was noted that there were uncharacteristic bumps on the shafts of the delivery catheters. No patient complications were reported. It was further reported that devices were delivered as single units not in tandem. However due to the previous experience prior, both devices were inspected post usage and it was felt that one device had higher profile than the other in the midshaft region.

Event description:
It was reported that there was foreign material present on the device. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy xd drug-eluting stent was advanced to the distal mid-portion of the rca. The physician then overlapped that stent proximally with a 3.50 x 48mm synergy xd drug-eluting stent. The stents were deployed and the vessel was treated successfully; however, it was noted that there were uncharacteristic bumps on the shafts of the delivery catheters. No patient complications were reported.

Event description:
It was reported that there was foreign material present on the device. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy xd drug-eluting stent was advanced to the distal mid-portion of the rca. The physician then overlapped that stent proximally with a 3.50 x 48mm synergy xd drug-eluting stent. The stents were deployed and the vessel was treated successfully; however, it was noted that there were uncharacteristic bumps on the shafts of the delivery catheters. No patient complications were reported. It was further reported that devices were delivered as single units not in tandem. However due to the previous experience prior, both devices were inspected post usage and it was felt that one device had higher profile than the other in the midshaft region.

Manufacturer narrative:
A synergy xd mr us 3.50 x 48mm stent delivery system was returned for analysis without a stent. No stent was returned as it was deployed at the lesion site. The balloon cones were reviewed via scope and found to be in a deflated state with folds relaxed. A visual and tactile examination of the hypotube found multiple kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No foreign material present on the device. The mid shaft bond was within acceptable visual standards for uv midshaft bond bulge. No other issues were noted with the device.